Event description:
Arthrex representative became aware of this event while obtaining information on a similar event reported by this surgeon. This is the first of two similar events reported by this surgeon. It was reported that the patient developed a sterile abscess approximately 6 weeks post a mini-open rotator cuff repair. Aerobic and anaerobic cultures taken were negative. Further communication indicates the patient's shoulder was reopened for irrigation and debridement. No further patient information is available and no additional adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and manufacturing date was not determined. Product dfu warns of reported allergic-like reactions to pla materials and patient sensitivity to the device materials must be considered prior to implantation. From the operative report it is not clear the reported reaction was related to this implant. Other suture material brands were also used in the patient during the initial procedure. The cause of the event could not be determined from the information available.